Event description:
It was reported that this inflatable penile prosthesis (ipp) was not cycling correctly. As a result of the explanation, the left cylinder was found to have distally crossed over into the right corpora. Crossover was a result of improper dilation and insertion of device. The cylinders and pump were explanted and replaced with tactra. No further patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not cycling correctly. As a result of the explanation, the device was found to have distal crosses over cylinders that were twisted upon each other. Crossover was a result of improper dilation and insertion of device. The ipp was explanted and replaced with tactra. No further patient complications reported.